Event description:
As reported, the sealant became exposed on the first of two 6f-12f mynx control venous vascular closure devices (vcds) during insertion through a 6f non-cordis sheath. The device was replaced, and the same issue occurred with a second 6f-12f mynx control venous vascular closure device (vcd) when used through the same sheath. A third 6f-12f mynx control venous vascular closure device (vcd) was utilized through the same sheath without issue, and the procedure was completed successfully with no further complications. There was no reported patient injury. The devices were inspected prior to use. No manual compression was required. The physician deploying the device was mynx-certified. A photograph documenting the observed device condition was provided. No damages were found on the device or device packaging prior to opening. The device was stored and prepped in accordance with the instructions for use (IFU). The mynx vascular closure device (vcd) was used in an interventional procedure. The procedure used an antegrade approach. The sealant sleeves/cartridge assembly were not out of position. There was exposure of the sealant to bodily fluids, and this was due to damage to the sealant sleeves. The device was removed from the package using two hands while maintaining sterility. Per the preliminary image review, the sealant sleeves were damaged for both devices. The devices will not be returned for evaluation as they were discarded.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.